Event description:
It was reported that the lead exhibited a high capture threshold. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicates that the already capped lead had been attempted to be explanted. The extraction failed and the lead is left inside the patient. It was noted that a part of the lead was cut and explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.